Event description:
According to the report from the hospital, the carotid shunt balloon would not deflate during the procedure. The device had been tested before insertion. The failure of the medical device did not affect the procedure outcome. The event caused a slight delay with blood flow return, but no patient injury happened due to this incident.

Manufacturer narrative:
We have not received the complaint device for evaluation the complaint device was sent to our (B)(4) office (distributor) and is currently in transit to our headquarters for evaluation. Therefore, we were not able to verify the failure mode at the time of this report. Our lot history records review did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging processes. All manufacturing and qc steps were completed in accordance to manufacturing instructions and we have not received any other complaints for devices from the same lot. Therefore, we consider this incident as an isolated event. The root cause(s) of the incident remains inconclusive at this time.